Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty on (B)(6) 2006. Patient's legal counsel reports patient allegations of pain, discomfort, soreness, dysfunction, loss of range of motion, lack of mobility and elevated metal ion levels. Subsequently, patient was revised on (B)(6) 2012. Patient's legal counsel further reported that acetabular loosening and milky, white fluid were allegedly noted during the revision procedure. Review of invoice history confirmed the modular head and acetabular cup were removed and replaced. Patient's legal counsel reported patient underwent another revision procedure on (B)(6) 2013. Review of invoice history confirmed the modular head was removed and replaced. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 4 states, "loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity." Number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 2 of 3 mdrs filed for the same event (reference 1825034-2014-00903 / 00905).

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. This report is number 2 of 4 mdrs filed for the same patient (reference 1825034- 2014-00903 /-00904 /- 00905 /07220).

Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty on (B)(6) 2006. Patient's legal counsel reports patient allegations of pain, discomfort, soreness, dysfunction, loss of range of motion, lack of mobility and elevated metal ion levels. Subsequently, patient was revised on (B)(6) 2012. Patient's legal counsel further reported that acetabular loosening and milky, white fluid were allegedly noted during the revision procedure. Review of invoice history confirmed the modular head and acetabular cup were removed and replaced. Patient's legal counsel reported patient underwent another revision procedure on (B)(6) 2013. Review of invoice history confirmed the modular head was removed and replaced. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Operative report noted patient underwent a right hip revision on (B)(6) 2012 due to pain, elevated metal ion levels and acetabular cup loosening. Revision operative report noted the presence of milky white fluid and a posterior acetabulum wall and column defect. The modular head, taper adapter and acetabular cup were removed and replaced. Patient underwent an additional right hip revision on (B)(6) 2012 due to a loose acetabular cage. Operative report noted the presence of broken screws and loose cancellous bone. The modular head and acetabular cup/cage were removed and replaced with a competitor's acetabular system and a biomet head.